Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events.

Event description:
Through the implant patient registry, it was reported that a patient with a 21mm 3000tfx aortic valve implanted for 5 years, 4 months was explanted due to unknown reasons. The device was replaced with a 23mm 3300tfx valve. No other details provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Event description:
Through the implant patient registry, it was learned that a 21mm aortic valve implanted for 5 years, 4 months was explanted due to calcification, degeneration, severe stenosis, and regurgitation. The patient presented with chf. The device was replaced with a 23mm valve. Per medical records the patient underwent redo-avr and root enlargement with a dacron patch. The replacement valve was seated nicely. The tee showed no leaks. The patient was discharged home in stable condition on pod #6.

Manufacturer narrative:
H10: additional narratives calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Component code, h6 clinical code, and h6 device. The information should have been included in the initial report. G3: apr-12-2022 was when the error was captured. The device was not returned for evaluation, as patient signature was required. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.